Manufacturer narrative:
We checked complaint records for this specific product from 2007 through present for similar reports. We found one complaint, (B)(4), filed (B)(4) 2010, where account claimed that distal end was arcing, but there was no impact on pt or doctor. We evaluated instrument upon return and found some wear to the distal insulation, but the instrument was hipot tested and passed and functionality was tested and it also passed. We have sold 4,178 units of the 37370dl in the same time period (2007-2011); we do not show a defect trend on this product.